Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope was leaking while inspected during reprocessing. The patient was not under anesthesia. There were no reports of patient harm or user injury. The device was returned for evaluation and the screen blacked-out when angulating the device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6). The customer's complaint of leakage was not confirmed. The image issue was caused by a broken image sensor. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the image sensor unit was damaged while the user was handling the subject device; and as a result, the suggested event occurred. As for cause of the damaged image sensor unit, it is possible the unit had electrical damage irregularly from electrical contacts of the scope connector. However, olympus cannot specify cause of the damaged image sensor unit. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." "3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal." "5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.